Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation ongoing.

Event description:
A bi-blade cutter stopped with the cut door open. Aspiration continued with a problem from the external hole. The cutter was replaced from a new pack. There was no impact to the patient.

Manufacturer narrative:
The evaluation was completed. One 25ga bi-blade cutter was returned in a plastic bio-hazard bag along with an se5425wvb pack label from lot w3539. The expiration date on the label is 2020-jun-07. The tip protector was not returned. The needle was bent/curved. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite. The cutter did not function properly. The inner needle did not always reach the cutting edge and it would sometimes bind up and stop moving. The cutter continued to aspirate when the inner needle would stop in a position where the port was open, and this would allow the vacuum to continue. It should be noted, that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle assemblies. Due to the returned condition, loose in a bag with no tip protector, the cause of the bent needle cannot be determined. Due to the damaged, dirty condition of the returned product the root cause of the reported complaint cannot be determined. This investigation is complete.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.